Event description:
A report was received that during permanent implant procedure, the patient¿s heart rate dropped dramatically. Fluoroscopy was taken and it was noticed that one lead fall down anteriorly. The physician stated that it was probable that the direct drop of heart rate was due to the procedure but he was uncertain. The symptom occurred as a result of a lead falling anterior but as soon as the lead was anchored posteriorly the heart rate stabilized. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.